Manufacturer narrative:
System logs were not available for review. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that the patient underwent an ion lung biopsy procedure and developed a pneumothorax after the procedure. The procedure was completed without complications and there were no issues with the ion system. The ion system did not exhibit any issues or unexpected behaviors that may have contributed to the patient's development of a pneumothorax. The physician states that the patient reported chest pain and required a chest tube and an overnight stay in the hospital, prolonging stay. The pneumothorax did not worsen over time. No diagnosis was obtained, but physician reports cells were atypical, favoring reactive inflammation. The patient was then discharged home.